Manufacturer narrative:
According to the service, the deterioration of shelf support in the chamber and electrode spacer was detected. It was confirmed that the other functions worked well.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100s did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact while handling a processed biological indicator is considered low risk. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) is reported to be a category 1 or "broadly acceptable risk." The sterrad 100s was inspected following the incident by a field service engineer (fse) who reported no problem was found with the sterilizer. The unit passed voltage, rf and leak tests. There were no parts returned for investigation. There were signs of deterioration of the shelves and the electrode spacer. The fse stated that the vaporizer plate was correctly in place and regularly maintained. The fse recommended the customer replace the shelves and request a pm (preventive maintenance). The unit had not had a maintenance check for one year. Correction: additional information received confirmed that the customer found the top bar in the chamber was shifted and after correcting the position she felt the pain in her fingers.

Event description:
A healthcare worker (hcw) experienced a burn on the third and fourth finger when the hcw touched the plastic part of the shelf support in the chamber of a completed cycle. It was reported that the hcw opened the sterrad door forty minutes after the cycle was completed, and detected that the shelf support in the chamber was moved from the location where it should be placed. The shelf support was known to be damaged before the cycle started. The hcw was not wearing gloves. The area was washed with soap and water. There was no medical attention or treatment received. Service was dispatched.